Manufacturer narrative:
The unit is expected to be evaluated and repaired. The faulty pump is expected to be returned. Evaluation and repair is not yet completed, and the component is not yet returned. (B)(4).

Event description:
It was reported by (B)(6) that, during patient use, the ht70 ventilator pump generated an abnormal noise. However, it did not stop cycling. The patient was transferred to another ventilator. There was no reported patient injury.